Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient reported to experience dizziness and chest pain. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.